Manufacturer narrative:
Block b3: exact date unknown, event occurred three weeks prior.

Event description:
It was reported that the patient was experiencing increased pain and the stimulation felt different due to lead migration. The patient underwent a revision procedure wherein the lead was replaced. The patient was doing well postoperatively.